Manufacturer narrative:
(B)(4). Actual device returned & evaluated. No failure detected, device operated within specification. Most likely underlying root cause: strip issue.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 135-145mg/dl fasting. Verified the strips expired 9/18/2018. Customer confirms the strips have been stored in the kitchen and were first opened in the month of sept 2015. Reviewed meter memory (B)(6). The customer is concerned with the lo result, 24,41 and 37 in the meter's memory.